Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained vt/vf, non-sustained ventricular oversensing, and vf episodes were observed. Lead insulation damage was suspected. Further lead evaluation with x-ray imaging and lead provocative testing was recommended. The patient was stable and will continue to be monitored.